Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test low" was not reproduced. Evaluation sent the device for flow rate testing at a rate of 40 ml/hr, with a volume to be infused of 40 ml, and the total amount infused was 39.676 ml, for an error percentage of (B)(4), which is a passing result. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test low during an specified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.